Event description:
Info received indicates the brake will not hold on the foot section of the stretcher.

Manufacturer narrative:
The technician found a nut missing from the brake/steer linkage. The technician replaced the nut to repair the bed.